Manufacturer narrative:
Pc-(B)(4). Only event year known: (B)(6) 2021 batch # unk. Photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a tyvek with product code gst60d, lot # t40p16, exp. Date: 2025-05-31. Lot number was reviewed, and it belongs to a har9f device. Also, the expiration date printed on the tyvek does not match with the expiration date recorded on the quality tracking system 2024-06-30. The artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistencies noted on the printed and does not complies with j&j standard. Based on the photo reviewed, the counterfeit product is confirmed, however no root cause could be determined.

Event description:
It was reported that the product was suspected counterfeit. Further investigation will be initiated.